Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that the forcefx8cs generator was in use for a procedure during which the surgeon received a burn to his hand. The degree and treatment of the burn not known. The electrosurgical handpiece that was in use with the generator was not identified. Additional information has not been provided by the hospital.